Manufacturer narrative:
The device was returned to olympus medical for evaluation. Examination of the device showed the bending section cover's adhesive was found to be torn. Testing did not identify any other leak sites. Visual inspection showed the objective and light guide lenses were intact with no cracking. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus medical that the oes cystonephrofiberscope was reprocessed without the eto cap attached as per device instructions. No adverse effects to patient reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reprocessing issue could not be determined. It is possible that the reprocessing without the cap may have been caused by misuse. The instruction manual identifies verbiage which may have prevented the phenomenon in "olympus cyf-5 olympus cyf-5r reprocessing manual", "chapter 4 reprocessing workflow for endoscopes and accessories", "chapter 5 reprocessing the endoscope", "chapter 6 reprocessing the accessories", and "chapter 7 reprocessing endoscopes and accessories using an aer". Olympus will continue to monitor field performance for this device.